Event description:
It was reported that red particles were found embedded in the bd syringe luer-lok¿ tip plastic during use. The following information was provided by the initial reporter: "we received a complaint about red particles in a 1 ml syringe used by us and prepared a transparent color preparation." "The particles appear to be embedded in the plastic that kind of made the syringe."

Manufacturer narrative:
H.6 investigation summary: one photo was received and evaluated. The photo depicted a loose 1ml ll syringe. The barrel was observed to have several small particles potentially embedded in the wall opposite 0.4, 0.5 and possibly 0.7ml markings. Due to the photo being out of focus it was not possible to identify the foreign matter particles, how many there were, nor their size. A physical sample or additional photos are required to identify the fm. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. Batch 8211583 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that red particles were found embedded in the bd syringe luer-lok¿ tip plastic during use. The following information was provided by the initial reporter: "we received a complaint about red particles in a 1 ml syringe used by us and prepared a transparent color preparation." "The particles appear to be embedded in the plastic that kind of made the syringe."